Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other prostar xl device referenced was filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar xl device using the pre-close technique via a 6f sheath prior to thoracic endovascular aneurysm repair (tevar) interventional procedure. Reportedly, the sutures of the first prostar xl were successfully preplaced. Suture placement was attempted with a second prostar xl; however, all of the needles remained in the barrel and failed to deploy. Needle back down was performed prior to removal of the prostar xl device. The sutures of a third prostar xl device were successfully pre-placed. The sheath was upsized to a 24f and the tevar procedure was completed. The pre-placed sutures of the first and third prostar xl devices were used; however, failed to achieve hemostasis. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of the device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.